Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, the lamitrode lead had no visual anomaly and passed electrical testing. No root cause was identified for the reported issue

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02806. It was reported that the patient lost therapy due to high impedance on several contacts on the lead. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced. Reportedly. Therapy was resumed post operatively.